Manufacturer narrative:
A review of the customers results showed that reactions appeared as reported. Retention testing of lot id175 could not be completed due to the product expiring. A review of the device history record did not identify any product deficiencies. The presence of the jka antigen was confirmed on retention product lot id180. No product deficiencies were identified. The unexpected reactivity appears to be related to the nature of the antibody in the sample.

Event description:
A customer reported that unexpected negative reactivity was obtained with a sample containing anti-jka in manual testing with capture-r ready-ID test wells.